Event description:
It was reported that the patient presented in clinic for device change out procedure. Upon interrogation prior to procedure, it was found that the right ventricular (rv) lead exhibited high capture threshold and low sensing. The rv lead was capped and replaced on (B)(6) 2022. There were no patient consequences.